Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Insulin pump trace download analysis confirmed the device alarmed power error 25. The power management tool confirmed power error 25 alarms were triggered when the battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. Customer's blood glucose value was unknown at the time of the incident. Customer stated that power error detected alarm was recurred within a week of troubleshooting previous occurrence. The customer was assisted with troubleshooting. Customer was able to complete pump rewind. Customer stated insulin pump had not been exposed to temperatures below 41° f. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.